Manufacturer narrative:
(B)(4), date sent to the FDA: 2/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional h3 investigation summary: it was reported that the suture broke when sewing in open thyroid surgery. A paper lid and a winding former with two re-parked needle/suture pieces of product code w8556, lot # pbh916 were received for evaluation. During the visual inspection of the sample, the suture was received in two sections and the ends were fraying, split and elongation due to stress applied could be noted. The sample was re-parked in winding former. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the suture broke. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     Additional information was requested and the following was obtained: were there any complications due to suture breakage during surgery? Unk. How many minutes was the procedure delayed? No.  If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an open thyroid surgery on (B)(6) 2020 and the suture was used. During surgery, the suture broke when sewing. A like device was used to complete the surgery. There is no report on patient's injury. There were no adverse patient consequences reported.